Event description:
A kelly clamp was affixed to the probe causing heat to transfer from probe to the clamp resulting in a 2cm x 3cm burn. The pt was seen by the burn team and returned to surgery for excision of a third-degree burn on the back with primary closure. Co contacted and is wokring on a probe stabilization device. Consider plastic kelly clamps for current stabilization device.